Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information received on july 14, 2015 indicated that the distal nail blocks were manually used. A surgical delay of forty-five (45) minutes was noted. This report is 1 of 3 for (B)(4).

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: the drill bit clashed with the nail when the surgeon was doing the locking of the expert nail for this the surgeon had that to do strength to do the locking of holes nail. There was no prolongation of surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.